Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also outlines indications of right heart failure, as well as possible treatments. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the device will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had right heart failure prior to lvad implantation and did not worsen after implantation either. Mild aortic insufficiency (ai) was noted in a pre-operation transesophageal echocardiogram (tee) and was related to the patient's disease not the pump.

Manufacturer narrative:
Section e- reporter phone number:(B)(6). Reporter address line 1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had symptoms of low cardiac output, weakness, shortness of breath, and low blood pressure. In the emergency room, the echocardiogram showed aortic regurgitation and that the right ventricle size was dilated. The patient was admitted for further treatment and management. The patient was reported as stable, and the event was related to the patient's weak right heart function.